Event description:
A report was received that one of the pt's leads had protruded through the skin. The pt reported having tenderness at the lead protrusion area. A clear dressing was applied until the pt was to return for a lead revision on (B)(6) 2010. During the lead revision, when the dressing was removed, some oozing from the wound was noted. The wound was irrigated with an antibiotic wash and the lead was placed deeper. The pt was treated with two doses of vancomycin and prescribed oral antibiotics after she was discharged.